Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the programming wand was causing an intermittent communication. Troubleshooting confirmed the wand was causing the problem. Good faith attempts to have the product returned to the manufacturer are being made, but have been unsuccessful to date.